Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated they 'went into a coma'. Their husband called 911 and the patient was transported to the hospital. The patient cannot recall what treatment was received. It was reported that the cgm was displaying 40 mg/dl and the bg was 71 mg/dl. It was not reported when these values were taken. The patient was in the hospital for two days. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.